Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery while filling the tubing and the customer was unable to push insulin with the plunger. The blood glucose reading was 184 mg/dl. The customer was assisted in performing a 5 unit fixed prime. The customer reported that the insulin did not exit and the insulin pump alarmed for no delivery. The customer was advised to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set and push insulin slowly through the tubing. The customer was advised that the alarm was caused by an issue with the set and reservoir connection.